Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the high impedance was on the left extension and the low impedance was on the right extension.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not yet received.

Event description:
It was reported that the patient's extensions had high and low impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the extensions were replaced to address the issue.